Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with an inset 6 mm infusion set and noticed an insulin odor. The user reported uncertainty about removing the needle guard and acknowledged the prior site insertion was performed incorrectly. Troubleshooting guided attachment of a new site, insulin delivery was confirmed to have resumed, and replacement supplies were arranged. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included user education and restoration of insulin delivery without escalation of care. Investigation included remote troubleshooting and user re-education on correct infusion set insertion and connection. Investigation of this case revealed an incorrectly deployed infusion set or an unsecured infusion set connector that led to inadequate insulin delivery, consistent with user report and resolution after proper site placement. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion and connection.